Manufacturer narrative:
Investigation: root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that the energy efficiency fluctuated strongly causing "tissue bridges." The reporter informed that an incomplete capsulorhexis with adhesion occurred during refractive lens exchange. There was a tear of the capsule of the right eye (od), and vitreous fluid was lost during the cortex removal. Anterior vitrectomy was performed. Per the surgeon, the symptoms were resolved. Additional clarification was received informing that during the aspiration of the lens rind (cortex) with the bimanual handpiece, the tear occurred when the metal tip touched the capsular bag, at the 4 o'clock position. Then, the tear went further to the anterior part of the capsular bag. Four days after the initial surgery, the intraocular lens was exchanged. Additional information has been requested.